Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The result was reported to the physician who questioned the result. The same sample was reprocessed on the same instrument and an alternate dimension exl system and a higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed tnih result.

Manufacturer narrative:
A outside of united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (14-jun-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer. No product non-conformance was identified with the loci high-sensitivity troponin I (tnih) assay or the dimension exl 200 system. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00147 was filed 03-jun-2022.